Manufacturer narrative:
Device was returned and investigated by cayenne medical. Upon evaluation, complaint was confirmed. The anchor is fractured. The root cause is possibly due to user not following the IFU, but the exact root cause of this event cannot be determined. DHR was reviewed, and no related anomalies were noted. A follow up report will be submitted to relay any additional information if received. Cayenne will continue to monitor for future events.

Event description:
It was reported that the implant tip fractured during surgery and remained implanted. No other patient harm or surgical delay was reported.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant tip fractured during surgery and remained implanted. No other patient harm or surgical delay was reported.